Event description:
Health care provider reported the pump was removed due to infection after an implant duration of approximately 10 months. The hcp reported cultures were not done. The explanted infusion pump was programmed to infuse prialt (zinconotide) 55mcg/ml at 25.009mcg/day, and infusomorph 10mg/ml @ 4.547mg/day for pain treatment. Final patient outcome was not reported.

Manufacturer narrative:
Final device analysis reveals - no anomaly found, normal device function.